Manufacturer narrative:
Evaluation summary: the lock ring was able to be assembled to the liner and it appears to function properly. The split poly ring may have been disassociated during shipping or while the box was being opened. No definitive cause can be determined with certainty. Evaluation: the manufacturing records were reviewed and found to be conforming, indicating that the devices were manufactured, inspected, and packaged to specification. Dimensions measured on the returned devices were according to specification.

Event description:
It was reported that the nurse found that the poly ring of above mentioned poly liner has been disassociating from the liner body when peeling the tyvec sheet of the sterilized cavity. Since that nurse had trouble re-assembling the poly ring and the liner body, the surgeon decided to use 43mm cup.